Event description:
On (B)(6) 2012, at hospital (B)(6), a primed rotaflow (serial number unknown) was being transported on a sprinter cart an error message was generated as the rotaflow was being pushed into the elevator. The error was resolved by powering down the unit. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). The complainant did not provide the serial number of the rotaflow; nor can the error code be provided. Reference: complaint (B)(4).